Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported injecting a patient with juvéderm® volift¿ with lidocaine and with 6ml of juvéderm® volux¿ in the ¿jw1, jw2, jw3.¿ approximately two months and a half post injections, the patient experienced ¿inflammation and pain in the right perioral area that has extended to the left mandibular angle, producing a painful nodule. The patient was treated with ¿prednisone 30mg for 14 days, and amoxicillin 500gm for 7 days. Symptoms are ongoing.